Manufacturer narrative:
The product was returned to invacare canada on (B)(6) 2014. However, no evaluation was available for review at the time of this investigation.MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer says brakes not holding.